Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received from the foreign distributor on (B)(6) 2015 to clarify that the complaint was for a sensor failure. Therefore, information in this MDR for a hardware error should not have been reported. No further event or patient information is available.